Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: black box shows on at 08:00 on (B)(6) 2014 2.0u out of 8.0u were delivered due to eaw-175 partial delivery, user aborted (pump). The pump was exercised for 24hrs with no eaw¿s duplicated. A 10u audio and a 10u normal bolus were programmed and fully delivered with no cancellations; both were accurately recorded in pump history. No hypersensitive keys observed on the keypad. Investigators were unable to duplicate the complaint. There was no defect found.